Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the right ventricular lead was noted to be dislodged. During the revision surgery, the helix was unable to retract. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix fully extended and within product specification. The reported event of the helix unable to retract was confirmed. As received, clogged blood/tissue was noted on the helix. Diagnostic imaging found the inner coil at the connector region severely over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. The cause of the reported event of helix unable to retract was isolated to the helix being clogged with blood/tissue and the inner coil over torqued.